Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected a year ago onto the angle of the jaw with juvéderm® volux¿, and 2years ago in the nasolabial fold + marrionette lines with juvéderm® volift¿ with lidocaine and in the jaw(jw1) with juvéderm® volux¿. Patient "had an ear infection prior and developed swelling and tenderness to the area injected on that side of the face." Treatment included with antibiotics and the swelling is decreasing, doxycycline. Symptoms ongoing/unresolved. Additionally, ¿patient has delayed onset nodules" and symptom noted in the jaw and right nlf (nasolabial fold). This record relates to injection a year ago onto the angle of the jaw with juvéderm® volux¿. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for serious injury.

Event description:
No additional information provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.